Event description:
It was reported that during implant procedure, noise was observed on the lead. The lead was not used and was exchanged. The procedure was completed with no patient consequences.

Manufacturer narrative:
A complete lead was returned in one piece measuring 52.3 cm. Analysis was normal. No anomalies were found.